Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed by baxter service personnel. The assignable cause was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should relevant additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter field technician reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. It was stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.